Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that an excel soft vascular graft was implanted into a pt and crp began to grow post surgery. The pt was re-opened and the infection around the graft was not seen, but c-reactive protein continued to grow. Due to high crp levels, the hospital suspected graft infection; however, this was not the cause. After the third lung exam, it was determined that the pt had pneumonia. No treatment of suspected graft infection was made. Pt reacted positively to therapy and treatment for pneumonia.